Manufacturer narrative:
(B)(4).

Event description:
It was reported during a post implant check-up, the lead was found to have dislodged and fallen into the ventricle. The electrogram showed signals that indicated intermittent capture at a high output. The patient has complete heart block and reported feeling fatigued with atrioventricular asynchrony. After the lead was repositioned, the lead dislodged back in to the ventricle. The lead was extracted and replaced. The patient was stable before, during, and after the procedures.

Manufacturer narrative:
Analysis was normal. No anomalies were found.